Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.